Event description:
The user facility reported that the device slipped on a pt. Additional information was requested from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.